Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break into 2? Or did the suture break? Lot unknown? How was the case completed? Any device available for evaluation? If yes, please provide contact name, mailing address and phone number so that a shipper kit can be sent to return the product. This medwatch report is in response to receipt of facility report # (B)(4).

Event description:
It was reported that a patient underwent a discectomy in (B)(6) 2019 and suture was used. During the procedure, the surgeon was using the suture which broke into two equal pieces. This suture did not make contact with patient's skin incision. The suture was removed from sterile field immediately. Imaging completed. Negative for foreign body. There were no adverse patient consequences reported. Additional information has been requested.